Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reports he has seen a local ostomy nurse twice for eval. End user reported that he as tried chlormethiazole and betamethasone cream. He did not provide any info of the effectiveness of the following treatments. He reported that he most recently started using miconazole percent powder. No info was provided as to who advised user to the use the miconazole percent powder. He stated that he applies the miconazole powder to area by applying it to the allkare protective wipe. He reports that he cleanses with dial soap. Skin care was discussed with the end user and he was advised to continue with the miconazole as he has been doing this just a few days. He was also advised to try a patch test on opposite side of his abdomen. The end user stated that he would be following up with a local wound ostomy continence nurse. He reports that he would f/u if the issue does not resolve. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(6) 2014.

Manufacturer narrative:
The product associated with batch 3m01160 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported an eight week history of a rash under entire tape collar of wafer. He described the rash as red, itchy with raised little bumps. The end user reported he has been using the product for a few months.